Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on 01/08/2016, in the form of a follow-up chart note from the treating eye care provider (ecp). The note states that the consumer was seen in follow-up for a corneal burn on the left eye (os) on (B)(6) 2015. It indicates that the event started a week prior, with a gradual onset. The consumer presented with an irritated os, having foreign body sensation in the eye when blinking; the consumer reported that he was not feeling any better than he was at the previous exam, a week prior. The consumer had suspended contact lens wear and was using tobramycin four times a day in the affected eye. Physical examination findings of the os were positive for inssipated meibomian glands and trace conjunctival injection. Corneal improvement was noted since the prior week, with no corneal pathology seen (normal corneal endothelium, epithelium, stroma, and tear film). The consumer was diagnosed with unspecified blepharoconjunctivitis in the os. The ecp noted that the blepharitis was the contributing factor to the consumer's complaints, and that it appeared chronic. The consumer was advised to continue the tobramycin four times a day os for one more week and eyelid scrubs/massage were suggested; the consumer was instructed that these may not be curative therapies for the condition and that there could be the need to be on a maintenance program (unspecified). The ecp advised the consumer to return for follow-up on an as-needed basis. Additional information was provided by the consumer on 03/11/2016, via letter. The consumer stated that the product was not clearly labeled to ensure its correct use and that the possible side effect of burning (from the hydrogen peroxide) was not present. As previously reported, the consumer stated that he was seen in an emergency room on (B)(6) 2015 and was diagnosed with a corneal burn/abrasion in the os (medical records from this facility, previously obtained and reported, contraindicate this report by way of notating that the os cornea was clear with no evidence of abrasion - diagnosis given was os chemical irritation). The consumer reported that he finished the erythromycin treatment that was prescribed and continued to have symptoms of eye pain, blurred vision, and pain when blinking. The consumer consulted his ecp on (B)(6) 2015 and reported being diagnosed with a corneal burn os. He stated that his visual acuity had declined, noting that it was 20/20 in the os prior to the event and was 20/25 at the time of this visit. He was placed on tobramycin for one week and scheduled for follow-up in six days' time. The consumer reported following up with the ecp on (B)(6) 2015 (as noted in the synopsis of the medical records, above), stating that the "left eye cornea had appeared to have slightly healed since the last visit." The consumer stated that the ecp attributed the finding of the meibomian gland dysfunction to the burn occurrence. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information has been provided regarding this complaint. Medical records were received from the consumer for the initial visit with the treating ophthalmologist (ecp), which occurred on (B)(6) 2015. Upon physical examination, the ecp noted +2.5 diffuse superficial punctate keratitis across the os cornea, which is not indicative of 50% or more epithelium loss on the corneal surface. Also, the abnormalities seen on the os cornea during this visit were noted as resolved at the (B)(6) 2015 follow-up visit, not indicative of a chemical burn that is increasing in severity at subsequent visits. There was no medical information provided which supported that a permanent disability or sight-threatening event occurred. Based on the review of the facts available at this time, this event is not considered serious or reportable.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. Based on the report that the customer rinsed the lens with the product, the root cause is determined to be the user not following directions for use. (B)(4).

Event description:
As initially reported by a consumer on (B)(6) 2015, the complaint product package was not clearly marked in regards to use, with it not being differentiated clearly from a multipurpose solution. The consumer reported using the cup provided with the complaint product for disinfection; however, upon contact lens insertion, the consumer reported that there was excruciating pain and the consumer went "completely blind" in the left eye (os). The consumer flushed the eye with cold water but had difficulty regaining eyesight. The consumer visited the emergency room and was advised that there was a burn on the cornea (from the hydrogen peroxide) and was prescribed an unspecified ointment to use on the eye. As of (B)(6) 2015, the consumer reported that his eyesight was still diminished at that time. Further information was received from the consumer on (B)(4) 2015, inclusive of an email, a picture of the affected eye, a picture of the complaint product, and the emergency room (ER) summary from the ER visit. In the email, the consumer stated that he felt as if the lower half of the os eye had not "healed completely" and had plans to follow-up with an eye doctor; the consumer also stated that he still had intermittent blurry vision. Also on that date, the consumer reported via telephone that he used the cup provided with the complaint product but the product didn't work; however, misuse of the complaint product was documented by the treating ER, as detailed in the next paragraph. The ER summary received states that the consumer was seen on (B)(6) 2015 after the left eye (os) came in contact with the un-neutralized complaint product. Misuse of the product was confirmed via the notes, stating that the consumer reported "accidentally" put the solution into the os the night prior; the ER notes stated "patient states that he was unaware of this form of contact solution and had not been utilizing it before putting it into his eye. He was several drops into his left eye to moisten his contact lens and felt immediate pain in the eye." The consumer felt pain and immediately irrigated the eye with water. At the ER, the consumer was experiencing moderate pain and irritation, redness, and tearing in the eye. The consumer was also experiencing a mild blurring of vision at times with photophobia, but it is noted that "the vision has not been decreased over all." The consumer was noted to still be wearing contact lenses due to not having glasses to wear as an alternative. After removal of the contact lens, physical examination of the os was positive for injection, with a discharge consisting of clear tears. The os cornea was clear, no anterior chamber involvement was noted, and fluorescein uptake was not observed; no evidence of corneal ulceration or abrasion was seen. Best corrected visual acuity (bcva) at the time of the event was 20/30 os and 20/25 od; prior visual acuity testing numbers were not available. The diagnosis given was acute left eye chemical irritation. The os was irrigated with normal saline. The consumer was instructed to discontinue contact lens wear for 2 -3 days, or until asymptomatic for 24 hours. Erythromycin ointment was placed into the os, and the consumer was instructed to continue erythromycin ointment in the os every four waking hours for "the next several days." The consumer was advised to follow-up with an ophthalmologist should the irritation not resolve within two days. No further medical records were provided. Further information was received via telephone call from the consumer on (B)(6) 2015, stating that he had followed up with another physician on that day. The consumer stated that 75% of his cornea was "damaged," and that he was still having some blurry vision. He reported that he was prescribed an unknown "topical drop" and was advised to return to the physician for follow-up in one week's time. The consumer also sent an email on this date with this information, stating that there had been no improvement in his symptoms since the incident occurrence in (B)(6); the attachment provided with the email, which consisted of a receipt from the treating physician's office, detailed that the consumer was diagnosed with a chemical burn. Further information was received via phone call from the consumer on (B)(6) 2016, with the consumer reporting that his eye was doing better. He stated that he consulted a physician prior to the (B)(6) holidays; however, no additional information was provided. Additional information has been requested but not yet received.